Event description:
Pump battery was reported to deplete too quickly, leading to a pump shutdown. Customer¿s blood glucose level was affected, exceeding 500 mg/dl, with the exact highest value unknown but displayed as "high." Customer addressed high blood glucose by administering a correction bolus via the pump without third-party assistance. Tandem technical support educated the caller that battery depletion of up to 15-35% per day is normal, and the caller understood and acknowledged this information.